Manufacturer narrative:
Initial.

Event description:
It was reported that the user observed a blood glucose of approximately 271 mg/dl while using the ilet with an inset 23" infusion set, with no leaks noted and meal announcements confirmed; the agent advised a site change to rule out a bent cannula, and the user chose to monitor as glucose began to decrease. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.